Event description:
Through the journal article titled, " risk factors for unplanned reoperation during the expansion phase in two-stage breast reconstruction in the dutch breast implant registry". Authors reported adverse events of "deep wound infection seroma [or] hematoma, skin necrosis or dehiscence, breast pain, device deflation, capsular contracture (baker grade unknown), autologous flap problem, asymmetry, device malposition, patient dissatisfied with volume". Additionally, "breast cancer recurrence or incomplete resection margins...breast implant-associated illness" were also reported; these events are not device related. This record is for an unknown side. Device explanted.

Manufacturer narrative:
Cont. H.6: e2340 and e2303. Cited article " risk factors for unplanned reoperation during the expansion phase in two-stage breast reconstruction in the dutch breast implant registry" - j. Juliët vrolijk, claudia a. Bargon, babette e. Becherer, janneke a. Wilschut, annelotte c.m. Van bommel, juliëtte e. Hommes, xavier h.a. Keuter, danny a. Young-afat, helena m. Verkooijen, rené r.j.w. Van der hulst, marc a.m. Mureau, hinne a. Rakhorst (2023). Https://doi.org/10.1097/prs.0000000000010945. The events of "deep wound infection, seroma, skin necrosis or dehiscence, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"deep wound infection, seroma [or] hematoma, skin necrosis or dehiscence, breast pain, device deflation , capsular contracture (baker grade unknown), autologous flap problem, asymmetry, device malposition, patient dissatisfied with volume".